Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a history of noise on the right ventricle lead. The patient presented in clinic in (B)(6) 2020, device interrogation revealed, the right ventricle lead exhibited low impedance and noise. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.